Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user experienced elevated blood glucose (bg) up to 260 mg/dl after reconnecting to the ilet following a factory reset. The ilet was relearning the user¿s insulin needs, and bg was trending down to 243 mg/dl at the time of the call. No further assistance was requested.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.